Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in october 2012 by the american journal of sports medicine titled ¿anatomic lateral ligament reconstruction in the ankle: a hybrid technique in the athletic population.¿ the study reviewed 57 patients and identified ankle instability with the bioabsorbable interference screws in 7 patients during the 3-year follow-up period. Ref: kennedy jg, smyth na, fansa am, murawski cd. Anatomic lateral ligament reconstruction in the ankle: a hybrid technique in the athletic population. Am j sports med. Oct 2012;40(10):2309-17. Doi:10.1177/0363546512455397.